Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 55 mg/dl at the time of the event. The customer stated that she was connected during priming, and as a result she primed 90 units of insulin into her body. The customer stated that an alarm occurred on the insulin pump during priming. The customer stated that she knows she should not be connected to the insulin pump when priming. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during priming due to the motor support disk being loose. The displacement test passed. No further testing could be performed due to the loose motor support disk.